Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial #: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-75, serial #: (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(4), ubd: 28-nov-2015, UDI #: (B)(4). Product ID: 3777-75, serial/lot #: (B)(4), ubd: 28-nov-2015, UDI #: (B)(4). Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain, degen disc disease/herniated disc pain and spinal pain. It was reported that the ins itself burned the patient from the inside out. The patient also reported that all 4 leads coiled up. The patient said that the healthcare professional replaced the ins and the leads had to be replaced. The patient said the ins had only been in a couple months. No further complications were reported/anticipated.